Event description:
Spontaneous call from patient¿s daughter. Cadd pump (B)(4). The pump gave no disposable, clamp tubing and no disposable. Pump won't run errors - they tried new batteries, and it happened when they tried to attach new cassette. Informed to press start/stop or next to silence the alarm. Per patient¿s daughter, it silenced but still continues to beep. While troubleshooting , the patient called (B)(6), cnss and was told to get one overnighted. Patient had working back up pump. Therapy not interrupted. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available to returned for investigation? Yes, did we replaced device? Yes. Reported to (B)(6) by: patient/caregiver.